Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred occasionally between 12-1-2025 and 12-4-2025 the sensor was inserted into the upper buttocks on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. . No injury or medical intervention was reported.